Event description:
Customer reports receiving erratic readings. In blood glucose tests, the customer received readings of 3.5 mmol/l and 15.3 mmol/l within 10 mins. All test were performed on the finger. The results when plotted on a parked error grid, fell into the "c" zone showing the difference in value to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.